Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. There was no adverse impact to the customer¿s blood glucose level. It was also reported that the pump touch screen was cracked and unresponsive. The customer reverted to an alternate method of insulin therapy.